Event description:
It was reported that this previously capped implantable lead was part of a system revision due to infection. There was no additional adverse patient effects were reported. This previously capped implantable lead was explanted.